Event description:
According to the reporter: the blade is not working correctly. When it supposed to retract, it is not retracting correctly, and he has to push too hard, and he is afraid of harming patient.rrectly. When it supposed to retract, it is not retracting correctly, and he has to push too hard, and he is afraid of harming patient. There has been 2 separate reports given to quality assurance. There has been other times that he felt like they were not working as good as they used to.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 01/28/2015.